Manufacturer narrative:
The manufacturer did not receive the explanted devices, x-rays, or other source documents for review. Where lot number were received for explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B) (4) considers this case closed. (B) (4)

Event description:
It is reported by pt's attorney that pt underwent a right hip arthroplasty on (B) (6) 2007. Post-op, he experienced pain due to possible acetabular loosening and a revision has either taken place or is scheduled.